Manufacturer narrative:
The explanted microstent is being returned to the manufacturer for evaluation; the findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the preliminary medical review, the hypotony and subsequent iop elevation were likely caused by a cyclodialysis cleft (note that the cleft was not identified intraoperatively or reported). Cyclodialysis cleft, hypotony, iop elevation, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) year-old female patient underwent routine cataract surgery using a femtosecond laser followed by implantation of the hydrus microstent. On (B)(6) 2019 (postop day #12), the patient's iop was elevated to 44 mmhg, so the patient was prescribed diamox and preoperative glaucoma medications were reinstated. Other information related to the hydrus implantation and patient follow-up are provided below: during the surgical procedure the surgeon reported excellent visualization of the angle structures, successful perforation of the trabecular meshwork and unobstructed delivery of the entire length of the microstent. After releasing the microstent from the delivery system, the surgeon observed that the inlet was too far into the anterior chamber. The surgeon pushed the microstent further into the canal using a lester hook, until the inlet was properly positioned. This was the surgeon's first hydrus implantation. On postop day #1, the microstent was in satisfactory position, with all 3 windows in the canal, the iop was 5 mmhg and the anterior chamber was deep. On postop day #5, the inlet was too far into the anterior chamber, in the same position as observed intraoperatively when the microstent was initially released from the delivery system. The inlet was not touching iris or cornea. At this visit, the iop remained at 5 mmhg, the anterior chamber remained deep, and a dilated exam indicated no sign of maculopathy. On postop day #7, the exam was unchanged from day #5. Mild anterior chamber cell and flare were present at all three postoperative exams, which the surgeon felt were normal during the early postop period. The patient was reportedly not experiencing any pain or vision loss. On postop day #12, the position of the microstent was the same as on day #5 and there was no sign of significant inflammation. At this visit, the microstent position was reported as stable and not contacting the iris or the cornea, however, on (B)(6) 2019, ivantis was informed that the microstent had been explanted. Additional information is being requested.

Manufacturer narrative:
The explanted hydrus microstent was returned to the manufacturer for evaluation and subjected to visual inspection and dimensional analysis. The device was received with the implant attached to the delivery system that was used to explant the microstent; note that the original delivery system was discarded at the time of implantation and was not available for analysis. Visual inspection revealed that the implant was received in the following state: retracted into the cannula and the protective cover was missing. Visual inspection revealed the cannula tip and implant were bent. The visual analysis concluded that the bent condition must have occurred after explantation since a bent cannula tip would have precluded recapture of the implant during the removal procedure. Damage likely occurred during transport since the protective cap was missing. The implant was then released from the delivery system and decontaminated. Subsequent dimensional and visual analysis was performed; the microstent met all specifications except for a slight bend that remained visible on the first spine. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Manufacturer reference #: (B)(4).

Event description:
On april 20, 2019, the surgeon reported that the eye settled down within few weeks after the explantation with eye drops. Vision is good.